Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient reports they waited the appropriate time for healing per hcp (healthcare professional), and is active, playing tennis and has done an online exercise class 2 other times without issues. However today, while doing this exercise class online, patient¿s stimulation suddenly ramped up quickly to the point of agony/pain, the "device started going crazy". Patient was not using external devices when this occurred but did get the devices and turn stim down to a comfortable level. Patient confirmed that the programmed settings had not changed, just the sensation (the numbers were the same as before) ps (patient services) reviewed possibly impact of position/movement on the lead, patient inquired if there could be lead damage/movement. Ps reviewed to monitor symptoms, increase back to initial setting if needed and if symptoms are not addressed the same as before or if stim continued to be uncomfortable on settings that used to be comfortable, or if patient has any concerns. Patient was advised to follow up with hcp.